Manufacturer narrative:
Image review: five still cine images and one photograph were received from the account. The calcified lesion site is visible in the om vessel as r eported by the account. Guidewires were visible positioned in the vessel. There were no still cine images capturing the attempted d elivery, subsequent deformation or removal of the device. The final cine image captures the lesion site post treatment by unidentified devices. There are no images capturing the treatment of the lesion. A photograph was received of the resolute onyx label. The size and lot# matches that reported by the account.

Event description:
The physician intended to use a resolute onyx drug-eluting stent. The intended lesion was in the om1 and exhibited 85% stenosis, was non-tortuous and very calcified. The lesion length was 20mm, and 2.5mm diameter. The lesion was pre-dilated twice up to 14atms. There was no damage noted to the device packaging or when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously stent. Resistance was encountered when advancing the device, excessive force was not used. The mid section of the stent became deformed during the procedure. The procedure was completed with another onyx of the same size. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands however the most proximal stent wraps had moved partially distally on the balloon. Crimp impressions were visible on the exposed balloon proximal surface. There was deformation to the 14th, 15th and 16th distal stent wraps with struts bunched and raised. Misalignment was evident to the 18th distal stent wrap with struts slightly raised. Slight deformation was evident to the distal tip. The patency of the inner lumen was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.